Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated. Transducer pt802 has failed. This is a known issue which has been addressed with CAPA ca-2017-0206 and co 101400.

Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator and ordered new main board. No root cause has been determined yet since investigation is still ongoing. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their vela ventilator is alarming transducer fault. Patient involvement is unknown.